Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to lead was damaged during repositioning attempt. A new lead with same model was implanted. No adverse patient effects were reported.